Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative a pacing lead exhibited high thresholds. The pacing lead as attempted/not used and replaced. No patient complications have been reported as a result of this event.